Event description:
A journal article was reviewed which contained information regarding this device model. The patient had a biventricular implantable cardioverter-defibrillator implanted; however, there was an unsuccessful left ventricular (lv) lead (unknown manufacturer) implant procedure attempt. The patient presented to the hospital for another lv lead implant attempt. Shortly after presentation, the patient complained of "palpitations and breathlessness." The electrocardiogram showed "intermittent pacing spikes" and also a failure to detect ventricular tachycardia (vt). The device appears to be still in use. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pacing alternans during broad complex tachycardia. Heart rhythm. (B)(6) 2013. 10(9):1405-1406. (B)(4).